Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error during bolus and the customer also noticed a crack on the display of the device. Customer stated that the damage to the screen of the insulin pump may have been caused by keys. Customer's blood glucose reading at the time of the call was 74 mg/dl. No further information reported.